Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection attached cassette and functional testing were performed which failed. The customer reported issue could not be duplicated. According to the investigation the cause of the reported issue is unknown; however, error was found in the pump event history log. Investigator replaced the pump downstream occlusion sensor for preventive measure. Perform a full pm and all functional test passed. The problem source of the reported problem is unknown.

Event description:
It was reported the device gave a "constant cassette" alarm. No adverse effects reported.